Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. Approximately one week later, the physician performed the recommended in-clinic troubleshooting, which confirmed the observed gradual rise in shock lead impedance. Given this finding, technical services recommended lead revision. Subsequently, this lead was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Testing was completed to assess lead electrical performance, and the resulting measurements throughout this test were within normal limits. Visual inspection showed the lead, which was returned in two segments, had significant calcium deposits (calcification) on the lead insulation and on both shocking coils. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Visual inspection of the lead also revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was stretching of this shocking coil. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. Approximately one week later, the physician performed the recommended in-clinic troubleshooting, which confirmed the observed gradual rise in shock lead impedance. Given this finding, technical services recommended lead revision. Subsequently, this lead was explanted and replaced without incident. No additional adverse patient effects were reported. Additional information: this lead has been returned and analysis has been completed. This report has been updated with the product investigation results.